Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings and a hospitalization. Customer's blood glucose reading ranged from 171 to 600 mg/dl, customer was treated. Customer stated she felt unbalanced and was running into walls. Customer was advised to stable her readings and to call back if problems persisted. Nothing was replaced or returned.